Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11 livanova deutschland manufactures the s5 hlm. The incident occurred in united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 hlm showed the error code e432 "fault in motor controller", related to a roller pump 150. The event occurred during priming. There was no patient injury.